Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient presented to the emergency room after receiving inappropriate shock due to noise on the rv channel. The patient also had previously received a vibratory notifier for non-sustained lead noise. It was later observed via fluoroscopy that the patient had twiddlers syndrome and had twisted the lead inside of the pocket. Lead revision is planned.

Event description:
It was reported that a non-pacemaker dependent patient presented in clinic with non-sustained lead noise episodes. Review of episodes showed loss of ventricular capture, but no lead noise. The device was reprogrammed and capture re-established. Patient condition is stable and will be followed normally.